Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to d8,d9,h3, h4,h6 coding. Correction:b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the suggested phenomenon was confirmed. However, the foreign material was unable to be further specified. There was no damage to the area where the foreign material was detected, there were no deviation in the reprocessing steps from instruction for use (IFU) . However, a definitive root cause of the foreign material could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: IFU states detection methods in gif-1100 operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material from the air/water channel .there were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope was incorrectly reprocessed. There were no reports of patient involvement.